Event description:
Ref # imp (B)(4).

Manufacturer narrative:
Document review: gmk primary cemented fixed tibial tray size 4 right: code (B)(4) / lot 122303 (15 items produced): all parameters were found to be in according with the specifications valid at the time of manufacturing. The 11 items belonging to this lot have been already implanted and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.